Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The blood glucose reading at the time of admission was unknown. The insulin pump was not exposed to high magnetic fields. Troubleshooting was not possible. The mother stated that the paramedics destroyed the insulin pump. The mother requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.